Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the electrodes were missing from the sensor cannulas and two sensors did not work. It was stated a sensor gave a reading of 5.7 mmol/l, while customer's blood glucose was 2.2 mmol/l. It was advised the sensor would be replaced and the products will not be returning for analysis at this time.